Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient¿s outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic colon polypectomy procedure using an esg-100 generator, the patient sustained a colon puncture. The intended procedure was cancelled and the puncture was clipped as a first aid measure. The patient was hospitalized but since the condition is stable the patient will be discharged within a few days.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation but to olympus medical systems corporation (omsc), (B)(4) (returned to omsc on 2018-10-30). During the investigation the complaint failure could not be reproduced. In the course of the investigation the following aspects have been checked: socket, external appearance, internal appearance, output value of each socket, output while adding vibration, cycle test with 1 second output and 1 second pause (100 times, monopolar, bipolar cut/coag), cycle test with 10 seconds output and 20 seconds pause (100 times, monopolar, bipolar cut/coag), repetition of both cycle tests after 2 hours stand-by, leak current test and test of the same output setting as of time of failure. The suspect device was found to be in good working order and in accordance with its specifications. No abnormality, defect, failure or malfunction was found during the performance tests. Therefore, the exact cause of the patient¿s outcome and the reported phenomenon could not be conclusively determined and is being judged as unknown. It is assumed that neuromuscular stimulation is causal for the reported phenomenon. Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the electrosurgical generator without showing any abnormalities. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.